Event description:
It was reported that a nitroglycerine solution free flowed while being delivered with the colleague infusion pump. It was described that the pump was alariming for "air" and it was then noted that the bottle was completely empty. It is not known how much solution was delivered. The pump was removed from pt use. The pt experienced a headache after the occurrence. However, no medical or surgical intervention was required.